Manufacturer narrative:
This case was reported via regulatory authority (B)(6). This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), arthralgia ("incapacitating joint and muscle pain, now walking is not at all easy") and myalgia ("muscle pain on left side which spread to her entire body, incapacitating muscle pain") in a (B)(6) female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she used to walk for 45 minutes every day before placement of essure. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), hormone level abnormal ("hormonal imbalance"), hyperhidrosis ("excessive sweating") and abdominal distension ("abdomen swollen and very tense"). On (B)(6) 2014, the patient experienced arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability), hypoaesthesia ("numbness on left side which spread to her entire body / paresthesia"), headache ("ultraviolent headaches"), hypotension ("hypotension") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability), hypoaesthesia ("numbness on left side which spread to her entire body / paresthesia"), headache ("ultraviolent headaches"), hypotension ("hypotension") and weight increased ("weight gain"). On an unknown date, the patient experienced haematoma ("hematoma"). The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (removal of inserts by salpingectomy and conservative hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, arthralgia, myalgia, hypoaesthesia, headache, fatigue, sleep disorder, hormone level abnormal, hyperhidrosis and abdominal distension had not resolved and the haematoma, hypotension and weight increased outcome was unknown. The reporter considered abdominal distension, arthralgia, fatigue, haematoma, headache, hormone level abnormal, hyperhidrosis, hypoaesthesia, menorrhagia, myalgia and sleep disorder to be related to essure. The reporter provided no causality assessment for hypotension and weight increased with essure. The reporter commented: about 6 months after placement of the essure inserts, I started to encounter a number of health problems. I have undergone MRI and CT-scan, seen a neurologist and the doctor, but no explanation has been found. I have been living with it for 2 years now. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: no explanation found. Nuclear magnetic resonance imaging - on an unknown date: no explanation found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 397 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: case (B)(4) was considered as a duplicate of this case by the health authority. All the information of case (B)(4) was transferred to this case. Patient date of birth, start and stop date of essure and events were added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) on 31-jan-2017 ((B)(6)). This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), arthralgia ("incapacitating joint and muscle pain, now walking is not at all easy") and myalgia ("muscle pain on left side which spread to her entire body, incapacitating muscle pain") in a female patient who received essure (batch no. B44007). The occurrence of additional non-serious events is detailed below. Medical conditions: she used to walk for 45 minutes every day before placement of essure. In 2013, the patient started essure. On (B)(6) 2014, six months after placement, the patient experienced menorrhagia (seriousness criterion medically significant), arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability), hypoaesthesia ("numbness on left side which spread to her entire body"), headache ("ultraviolent headaches"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), hormone level abnormal ("hormonal imbalance"), hyperhidrosis ("excessive sweating") and abdominal distension ("abdomen swollen and very tense"). On an unknown date, the patient experienced haematoma ("hematoma"). The patient was treated with amitriptyline hydrochloride (laroxyl). At the time of the report, the menorrhagia, arthralgia, myalgia, hypoaesthesia, headache, fatigue, sleep disorder, hormone level abnormal, hyperhidrosis and abdominal distension had not resolved and the haematoma outcome was unknown. The reporter considered menorrhagia, arthralgia, myalgia, hypoaesthesia, headache, fatigue, sleep disorder, hormone level abnormal, hyperhidrosis, abdominal distension and haematoma to be related to essure. The reporter commented: about 6 months after placement of the essure inserts, I started to encounter a number of health problems. I have undergone MRI and CT-scan, seen a neurologist and the doctor, but no explanation has been found. I have been living with it for 2 years now. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was no explanation found. On an unknown date: nuclear magnetic resonance imaging result was no explanation found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: new event was added: hematoma. No further information is expected. Company causality comment: this spontaneous non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and six months later started to have haemorrhagic menstrual periods, and incapacitating joint and muscle pain, muscle pain on left side which spread to her entire body. Joint pain and muscle pain are unanticipated events in the reference safety information for essure. Haemorrhagic menstrual periods is anticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. In this case consumer also had hormonal imbalance which could be an alternative explanation for the haemorrhagic menstrual periods. However, given the nature of this event, and positive temporal relationship, causality with essure cannot be totally excluded. Given the nature of the events incapacitating joint pain and muscle pain and the local effect of essure in the fallopian tubes, causality was excluded. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-feb-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and six months later started to have haemorrhagic menstrual periods, and incapacitating joint and muscle pain, muscle pain on left side which spread to her entire body. Joint pain and muscle pain are unanticipated events in the reference safety information for essure. Haemorrhagic menstrual periods is anticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. In this case consumer also had hormonal imbalance which could be an alternative explanation for the haemorrhagic menstrual periods. However, given the nature of this event, and positive temporal relationship, causality with essure cannot be totally excluded. Given the nature of the events incapacitating joint pain and muscle pain and the local effect of essure in the fallopian tubes, causality was excluded. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This case was reported via regulatory authority (B)(6) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), arthralgia ("incapacitating joint and muscle pain, now walking is not at all easy") and myalgia ("muscle pain on left side which spread to her entire body, incapacitating muscle pain") in a female patient who received essure (batch no. B44007). The occurrence of additional non-serious events is detailed below. She used to walk for 45 minutes every day before placement of essure. In 2013, the patient started essure. On (B)(6) 2014, six months after placement, the patient experienced menorrhagia (seriousness criterion medically significant), arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability), hypoaesthesia ("numbness on left side which spread to her entire body"), headache ("ultraviolent headaches"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), hormone level abnormal ("hormonal imbalance"), hyperhidrosis ("excessive sweating") and abdominal distension ("abdomen swollen and very tense"). The patient was treated with amitriptyline hydrochloride (laroxyl). At the time of the report, the menorrhagia, arthralgia, myalgia, hypoaesthesia, headache, fatigue, sleep disorder, hormone level abnormal, hyperhidrosis and abdominal distension had not resolved. The reporter considered menorrhagia, arthralgia, myalgia, hypoaesthesia, headache, fatigue, sleep disorder, hormone level abnormal, hyperhidrosis and abdominal distension to be related to essure. The reporter commented: about 6 months after placement of the essure inserts, I started to encounter a number of health problems. I have undergone MRI and CT-scan, seen a neurologist and the doctor, but no explanation has been found. I have been living with it for 2 years now. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was no explanation found. On an unknown date: nuclear magnetic resonance imaging result was no explanation found. Company causality comment: this spontaneous non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and six months later started to have haemorrhagic menstrual periods, and incapacitating joint and muscle pain, muscle pain on left side which spread to her entire body. Joint pain and muscle pain are unanticipated events in the reference safety information for essure. Haemorrhagic menstrual periods is anticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. In this case consumer also had hormonal imbalance which could be an alternative explanation for the haemorrhagic menstrual periods. However, given the nature of this event, and positive temporal relationship, causality with essure cannot be totally excluded. Given the nature of the events incapacitating joint pain and muscle pain and the local effect of essure in the fallopian tubes, causality was excluded. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.